Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the iliac artery. A 9.0x40x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, the physician noticed that the stent moved while inside the patient. The physician removed the whole system. A different stent was implanted and the procedure was completed. No patient complications were reported.